Manufacturer narrative:
No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The reported driveline disconnect and driveline fault alarms were confirmed based on the submitted system controller log files. A root cause for the driveline disconnect alarms and pump stops could not be determined. The system controller was exchanged and two additional log files were submitted showing driveline fault alarms throughout almost all of the captured events with no notable pump speed reductions or changes in pump parameters. A distal end percutaneous lead replacement was performed; however, driveline wire damage could not be confirmed based on the evaluation of the returned portion of the driveline. Approximately 15¿ of the external portion/distal end of the driveline was returned for further evaluation. An electrical continuity test of the returned portion of the driveline found that all wires were electrically intact. The outer silicone jacket, clear bionate, and braided shield layers were unremarkable. The underlying wires were examined but no breaches in the wire insulation were identified. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, but no areas of compromised insulation could be confirmed. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The perfusionist reported that the patient experienced driveline disconnect alarms with subsequent low speed advisories/low flows at home. The patient was instructed to change system controller and then was brought in the hospital to investigate the alarm issue and for observation. A speed drop and pump stop was captured on (B)(6) 2014. This occurred while the patient is doing well and has not encountered any side effects due to the pump and has not encountered any side effects due to the pump stops. X-rays were submitted, which are found to be unremarkable. No damage to the external section of the percutaneous lead was reported. The hospital could not reproduce any problems with percutaneous lead was reported. The hospital could not reproduce any problems with percutaneous lead manipulation or with patient movement. Another log file was submitted, which showed a similar pattern with the driveline fault data as did the prior log file. The patient's cable was replaced. On (B)(6) 2014, the system controller showed driveline disconnect messages and the system controller was exchanged. On (B)(6) 2014, the manufacturer arrived onsite to evaluate the percutaneous lead. A percutaneous lead repair was performed on (B)(6) 2014.